Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with right ventricular lead noise. The noise led to anti-tachycardia pacing being delivered inappropriately. The noise could not be reproduced in clinic. Programming changes were made. The patient was stable.